Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing the thv procedure to facilitate rvp and accurate device deployment. It is common for patients to have short, reversible episodes of heart block or arrhythmias following the procedure. In many cases, the temporary pacemaker is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. If the heart block is diagnosed within 30 days and a permanent pacemaker is implanted or planned to be implanted after 30 days, the event is reportable.

Event description:
As reported by our affiliates in japan through the japanese tavi registry, a 26 mm sapien 3 ultra resilia valve was deployed in the native aortic position via unknown approach. Afterward, severe conduction disturbance was noted. On the postoperative day 6, a permanent pacemaker was implanted due to severe conduction disturbance.